Manufacturer narrative:
Failure analysis noted that the pump blank display due to moisture damage on the electronics. There was moisture found on the motor and keypad. They were unable to verify the button/keypad anomaly due to blank display.

Event description:
It was reported via phone call to report that the pump had a blank screen. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that he placed new batteries, cleaned the battery compartment and reservoir compartment but the pump was still blank and nothing happened when she pressed buttons. The customer stated that she leaves the pump on while showering depending on the infusion set she uses. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.